Event description:
Add'l info rec'd 03/28/2014 for (B)(4): this is in reference to my first report I submitted through medwatch. This is an email I go to confirm my report. I have add'l info that I wanted to include in this report. Implant log info on the device: item # 280430 supply description: mesh soft 12x12in bard supply mgr: davol inc surgical supply cat# 0117016 supply lot# huwa0773 supply site: abdomen. From: medwatch@FDA.hhs.gov sent: thu (B)(6) 2014 1:07 pm to: (B)(4). Dear rptr: thank your for submitting your report to medwatch, the FDA safety info and adverse event reporting program. This acknowledgement confirms that your report was rec'd. Reports are added to a post marketing safety database with similar reports and reviewed by the FDA's post marketing safety staff. Voluntary reports are essential for ensuring the continued safety of FDA-regulated products. One or two well-documented case reports may provide an early signal of unexpected problems and lead to add'l eval. This may result in FDA regulatory actions that improve the safety of the products used in pt care each day. You will only be contacted for f/u by FDA if add'l info on this report is needed in our eval process. Again, thank your for taking the time to submit your report. Please do not reply to this email as it is a send account only. If you have any questions, please send them to: webmail@oc.FDA.gov sincerely yours, medwatch.

Event description:
I was diagnosed with diastasis recti and a general surgeon suggested a mesh implant. From the time the mesh was implanted, I felt constant pain, burning, ripping feeling, shocks around my abdomen. Eventually, I started having high sensitivity on my left side. I was not able to shower with the water beating directly on my stomach, I couldn't lay on my stomach, couldn't have people close (for hugs), I couldn't have snug clothing, intimacy was a problem. Once the mesh was finally removed, I lost my belly button due to blood loss, I have constant pain. It's painful to use the bathroom both ways. I can't stand or sit for long periods of time. I am not able to lay on my left side or lay on my stomach. I have pressure, bloating feeling, cramping, shocking feeling throughout my abdomen.